Manufacturer narrative:
The device has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A broken and leaking dacapo powerpack has been received at service _ repair. Currently there has been no report of user contact to electrolytic fluid nor injury.

Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed, i.e. A missing cover with electrolyte leakage. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device. No injury was reported. This is a final report.

Event description:
A broken and leaking dacapo powerpack was received at service repair. The serial number is unknown as the cover was missing when received. There has been no report of user contact to electrolytic fluid nor injury. Per additionally received information, it was not noticed that the powerpack was leaking and the user had also not reported this fault. She had traded in her opus 2 for a rondo 2 upgrade and instead of just sending her opus 2 audio processor, the whole device was sent in. The user reported that the device was returned in a good condition.